Event description:
A malfunction on a pump was reported by the caller, displaying the malfunction code "malf 12." There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump, successfully assisting the caller with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the malfunction code reappeared. However, after the call dropped post-reset, further follow-up attempts were unsuccessful, leading to a final follow-up email being sent before closing the case.